Event description:
It was reported that the device was explanted and replaced due to suspected premature battery depletion. The patient was in stable condition before during and after the procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received above elective replacement level reaching replacement level during the analysis. Data trend indicates the device remained above eri during the implant period. The device triggered a false replacement alert in the field consistent with low voltage fluctuation. Electrical analysis performed under nominal conditions indicated normal functionality. Additionally, evaluation under various pulse amplitude found normal current level and no indication of premature depletion noted. Longevity assessment was performed based on field settings and the device exceeded projected longevity indicating normal battery depletion.